Event description:
I started using the prescribed philips respironics dreamstation auto CPAP in 12/12, which was recalled on 7/13/2021. I received the replacement "recertified device" (B)(6) 2023 and used it. This was a returned device of the recall that was supposedly reworked with the defective filter replaced with a new silicone one and therefore "recertified". On 4 or 5 instances, I noticed fine, black particulates on the mask, but since "recertified", assumed that the device was okay, cleared it out and continued to use. On (B)(6) 2023, tv's pbs did a story on the problems of philips' recall and the problems of their failed efforts, so I inspected my mask closely and found more tiny, black particles, photographing and collecting them. I called philips recall number ((B)(6)) and explained this to their (B)(6) (in USA), but we got cut off, so I called back and relayed my observations to their (B)(6) (in asia). She emailed me asking to see my photos (which I will send if needed), but told me that there was nothing that she could do to rectify my defective "recertified device". This is unacceptable performance by a us medical device manufacturer! My email is (B)(6) , my phone is (B)(6) . Reference report: #mw5147824.